Manufacturer narrative:
This report is being submitted to relay additional information. H6: method code was updated to 3331 and 4109. H6: results code was updated to 213. H6: conclusions code was updated to 4310. The reported device was received for evaluation. The reported medical condition allergic reaction was not confirmed. Visual evaluation of the as returned product identified signs of use, dried bone around the implant and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. A sterilization record review was completed and all sterilization activities were conducted with no nonconformities. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter¿s title and last name are not provided / unknown.

Event description:
Doctor reports there was no adverse reaction during implantation of the tsv4b11. Later the patient reported that the face was itchy, the eyes were swollen and there was allergic symptom. There was no improvement after medicines were taken. Therefore, the implant was removed. Tooth location #6.